Event description:
It was reported to medtronic neurosurgery that the connection between the becker edms and a third party transducer was leaking. It was also reported that there was no patient impact.

Manufacturer narrative:
The returned unit was patent and it met requirements for the leakage test. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.